Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2021-15801. It was reported there is an infection at the lead site. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Additional information received indicates the patient¿s leads were explanted on (B)(6) 2021.